Manufacturer narrative:
User facility personnel stated that the 4095 surgical table was in reverse orientation at the time of the reported event. A featherweight leg section was attached to the table and the head section was attached to the featherweight leg section. During the patient's transfer, weight was applied to the head section subsequently causing the head section to fall under the patient's weight. The tabletop should be centered prior to transfer as the head and leg sections are not designed to support full body weight. A steris service technician inspected the function and operation of the 4095 surgical table and confirmed the device was operating to specifications; no repairs were conducted. The featherweight leg section was removed from service. The 4095 surgical table's operator manual states, "tabletop articulation and patient positioning - states: center tabletop over column before transferring patient on or off of surgical table. - positioning patient on table - item 7. Do not exceed 350 lb (159 kg) on the leg section. Leg section is not designed to support full body weight." The technician counseled user facility personnel on the importance of following proper patient loading and transfer procedures. The 4095 surgical table was returned to service, and no additional issues have been reported.

Event description:
The user facility reported that following a patient procedure, they were transferring a patient from their 4095 surgical table onto a stretcher and when weight was applied to the table's head section it "gave way" and fell. No report of injury.